Manufacturer narrative:
Batch review performed on (B)(6) 2016. Lot 1213486: (B)(4) items manufactured and released on (B)(6) 2013. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot. Amistem h, ha coated stem size 4 std, code 01.18.134, lot. 153975 (k093944); (B)(4) items manufactured and released on (B)(6) 2015. Expiration date: 2020-10-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold and another similar event has been already reported on an item of the same lot (MDR 2016-00056). Not available.

Event description:
When broaching the patient with a size 0 broach, the greater trochanter was fractured. The surgeon continued to broach to a size 4. When the surgeon implanted the size 4 stem a second fracture occurred on the femur. The surgeon plated the femur with screws and cabled the femur. The surgery was completed successfully. There are no explants or x-rays.

Manufacturer narrative:
On 18 may 2016 it was prepared a final report with the information already submitted in the initial report. On 23 may 2016 the report was sent to the initial reporter and the case was closed.